Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a sprain failure. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5, e2 & e3 is unknown (initially it is submitted as "yes & other healthcare professional" respectively), g2. Additional contact details: phone number: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a sprain failure. There was patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and was not able to duplicate the problem reported. Fse attempted to duplicate it by twisting the coiled cord but screen would not turn off. Upon further inspection he found in the logs fault#107 per service manual this is excessive voltages to the front end board or the power management board, but was not able to duplicate this issue. This unit was also due for the coiled cord fa, he completed this fa and replaced the coil cord under so#(B)(4). Fse performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use. For completed checklist please reference pm so#(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a